Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for dystonia and movement disorders. It was reported that the caller received an out-of-regulation (oor) message on their patient programmer while adjusting settings (the patient switched groups). The patient tried turning off the patient programmer and switching batteries and the issue was still not resolved. The rep was planning on meeting the patient to further troubleshoot later the same day. Further information was received on (B)(6) 2017 from the rep reporting that upon meeting with the patient and checking the ins, the patient's impedance values were fine. The rep reported that the cause of the oor error code was not found, but the patient was able to change groups and turn therapy on and off with their programmer. The rep reported that the issue seems to have been resolved. No patient symptoms were reported. No further patient complications have been reported as a result of this event.